Event description:
Device 1 of 3. Reference MFR. Reports:1627487-2015-03258 & 1627487-2015-03259. It was reported, the patient experienced a fall and since experienced burning at the scs ipg pocket site. X-rays revealed the pns (off-label) leads had wrapped around the ipg site which caused the burning sensation. As a result, the patient underwent surgical intervention during which the leads and the extension were explanted and replaced which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Reports:1627487-2015-03258 & 1627487-2015-03259.